Event description:
Ligaclip applier dispensed first clip. The second clip that was dispensed was loose. After the second clip, the instrument would not fire. No pt injury reported. Ligaclip 10-ml 10 mm endoscopic rotating multiple clip-applier contains 20 medium-large titanium clips, ref er320, lot p4tc3a, (B)(4).